Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer is going through batteries and it is not lasting a week on the insulin pump. Customer had an off no power alarm without a low battery warning. Customer also had a failed battery test alarm and low battery alert. Troubleshooting was performed and the battery compartment was not damaged or corroded. Caller stated that they did not receive a weak battery alert and the batteries were not previously used. Customer does not do daily set rewinds and does not have any unattended alarms. Caller declined troubleshooting for high blood glucose and was advised to speak to a doctor about the high blood glucose. Customer will be sent a replacement battery cap and batteries.